Event description:
It was reported that an intera 3000 hepatic artery infusion pump returned 29 ml of infusate after the refill cycle, indicating possible no flow. The pump was explanted on (B)(6) 2024.

Manufacturer narrative:
The device was returned to intera and is currently undergoing evaluation. The evaluation is not complete at the time of this report. Once the evaluation is completed, a supplemental report will be filed. Blank fields in the MDR form represent unknown information at the time of this report.

Manufacturer narrative:
Ref mw5151559.

Event description:
It was reported that an intera 3000 hepatic artery infusion pump returned 29 ml of infusate after the refill cycle, indicating possible no flow. The pump was explanted on (B)(6) 2024.

Manufacturer narrative:
The device was evaluated per protocol. In summary, the device was evaluated for visual and flow performance. The device did not initially flow under 37 deg c or 49 deg c. The device was then placed at 60 deg c, where it showed signs of flow. The device was then placed back at 37 deg c for the seven day flow test. The flow rate was calculated to be approximately 1.8 ml/day, which is within the manufacturing specification for invitro flow. The delay in device flow start up under test protocol may be due to introduced air after explant. Pressure-volume test was yielded a passing result therefore, the device was determined to meet all functional and performance specifications after explant. The device history record for this device was reviewed. The device passed all performance and functional specifications prior to release from manufacturing; there were no deviations or nonconformances associated with this serial number. Customer refused to provide required phi upon request. Blank fields in the MDR form represent unknown information. If further information is received at a later date, a supplemental report will be filed.

Event description:
It was reported that an intera 3000 hepatic artery infusion pump returned 29 ml of infusate after the refill cycle, indicating possible no flow. The pump was explanted on (B)(6) 2024.